Event description:
Note: the date of event is unknown. The event was noted to be approximately two weeks prior to the date the event was reported.it was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure.according to the complainant, the device would not cauterize. The procedure was completed with a second gold probe device, using the same generator.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: the date of event is unknown. The event was noted to be approximately two weeks prior to the date the event was reported. It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the device would not cauterize. The procedure was completed with a second gold probe device, using the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection of the returned gold probe device found scraped gold band, and also presents a burn mark where the tip meets the catheter. The probe failed electrical testing. An x-ray performed to the device showed an open circuit at the distal section; one of the copper wires was found detached from gold band transition step ceramic tip. Based on the investigation results, the root cause is considered a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.